Manufacturer narrative:
D4. Unique identifier (UDI) #; corrected information; incorrect UDI listed in intial report b5. Describe event; corrected information ; initial MDR inadvertently omitted information known prior to submission.

Event description:
It was reported that the patient's generator was replaced prophylactically. The suspect device remains implanted; likely indicating there is no failure of the lead occurring. The explanted generator has not been received to date. No other relevant information has been received to date.

Event description:
Product analysis (pa) for the generator was approved. There were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported by the surgeon that they believe that the patients leads are frayed, which they report could be contributing to some non-serious adverse events. The surgeon was contacted regarding this report, and they did not answer questions regarding if the lead was visually abraded. No x-rays were noted to be taken either. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.